Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any change to procedure or post-op patient care as result of missing trocar component? Not that I was advised of was tip of trocar ever found? No. Was a part of the clear lens missing? Unknown. If part of the clear lens was not missing, what part of device was missing? Same as above a b5lt device was returned for analysis; upon visual inspection the clear lens from the obturator was noted to be broken. No conclusion could be reached as to what may have caused this damage. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Clear lens. The trocar was received in our lab for further testing and visually inspected. The trocar was examined visually. The distal end of the lens had a hole in it which accounted for the unusual sound reported. The trocar was then examined using an optical microscope. Images of the distal end were taken using the microscope. Higher magnification examination of the edge of the missing section showed that the material was very smooth and shiny. The shiny edge indicates that the distal tip did not fracture from end of the trocar. If the tip was fractured, the surface would be very jagged and irregular. The smooth surface indicates that the lens was not completely molded and was delivered to the hospital without the tip. The polycarbonate lens was not completely formed during the over-molding process when the trocar cannula was manufactured by the tube supplier.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, trocar made an unusual ¿air¿ sound on insertion as start of case. Trocar was taken out and inspected- the tip was abnormal- appeared to be either missing or broken off . Expressed concern that the tip could still be inside patient, and ¿not able to detect it by x-ray since tip is not radio-opaque.¿ another like device was used to complete the procedure.